Event description:
It was reported that the patient's ams700 inflatable penile prosthesis was removed on (B)(6) 2018. The device was implanted 20 years ago, the patient has not used it in years because it would not inflate. The device was difficult to explant and the reservoir was left in place. A 20cm spectra malleable device was implanted.